Event description:
This report is being filed after the review of a clinical evaluation report (CER) from a related research activity database (DRRA) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: HERNIAMED REGISTRY EXTRACTION ETHICON SecureStrap and ETHICON SecureStrap Open in elective open incisional hernia repair (5-years Follow-up).Intraoperative complications: Spleen yes ETHICON - SecureStrap 1 N% 0.3 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 379 N% 99.7 ETHICON - SecureStrap Open 291 N% 100. Liver yes ETHICON - SecureStrap 1 N% 0.3 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 379 N% 99.7 ETHICON - SecureStrap Open 291 N% 100. Others yes ETHICON - SecureStrap 1 N% 0.3 ETHICON - SecureStrap Open1 N% 0.3; no ETHICON - SecureStrap 379 N% 99.7 ETHICON - SecureStrap Open 290 N% 99.7 General complications: Total yes ETHICON - SecureStrap 21 N% 5.5 ETHICON - SecureStrap Open 14 N% 4.8; no ETHICON - SecureStrap 359 N% 94.5 ETHICON - SecureStrap Open 277 N% 95.2. Fever yes ETHICON - SecureStrap 4 N% 1.1 ETHICON - SecureStrap Open 1 N% 0.3; no ETHICON - SecureStrap 376 N% 98.9 ETHICON - SecureStrap Open 290 N% 99.7. Urinary tract infection yes ETHICON - SecureStrap 3 N% 0.8 ETHICON - SecureStrap Open 2 N% 0.7; no ETHICON - SecureStrap 377 N% 99.2 ETHICON - SecureStrap Open 289 N% 99.3. Diarrhea yes ETHICON - SecureStrap 0 N% 0 ETHICON - SecureStrap Open 2 N% 0.7; no ETHICON - SecureStrap 380 N% 100 ETHICON - SecureStrap Open 289 N% 99.3 .Gastritis yes ETHICON - SecureStrap 1 N% 0.3 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 379 N% 99.7 ETHICON - SecureStrap Open 291 N% 100. Thrombosis yes ETHICON - SecureStrap 1 N% 0.3 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 379 N% 99.7 ETHICON - SecureStrap Open 291 N% 100. Pulmonary embolism yes ETHICON - SecureStrap 2 N% 0.5 ETHICON - SecureStrap Open 2 N% 0.7; no ETHICON - SecureStrap 378 N% 99.5 ETHICON - SecureStrap Open 289 N% 99.3.Pleural effusion yes ETHICON - SecureStrap 2 N% 0.5 ETHICON - SecureStrap Open 1 N% 0.3; no ETHICON - SecureStrap 378 N% 99.5 ETHICON - SecureStrap Open 290 N% 99.7.Pneumonia yes ETHICON - SecureStrap 3 N% 0.8 ETHICON - SecureStrap Open 3 N%1.0; no ETHICON - SecureStrap 377 N% 99.2 ETHICON - SecureStrap Open 288 N% 99.0.COPD yes ETHICON - SecureStrap 1 N% 0.3 ETHICON - SecureStrap Open 1 N% 0.3; no ETHICON - SecureStrap 379 99.7 ETHICON - SecureStrap Open 290 99.7.Cardiac insufficiency yes ETHICON - SecureStrap 2 N% 0.5 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 378 N% 99.5 ETHICON - SecureStrap Open 291 N%100 Coronary heart disease yes ETHICON - SecureStrap 0 N% 0 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 380 N% 100 ETHICON - SecureStrap Open 291 N% 100.Myocardial infarction yes ETHICON - SecureStrap 0 N% 0 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 380 N% 100 ETHICON - SecureStrap Open 291 100. Renal insufficiency yes ETHICON - SecureStrap 1 N% 0.3 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 379 N% 99.7 ETHICON - SecureStrap Open 291 N% 100. Hypertensive crisis yes ETHICON - SecureStrap 0 N% 0 ETHICON - SecureStrap Open0 N% 0; no ETHICON - SecureStrap 380 N% 100 ETHICON - SecureStrap Open 291 N% 100.Patient deceased yes ETHICON - SecureStrap 0 N% 0 ETHICON - SecureStrap Open0 N% 0; no ETHICON - SecureStrap 380 N% 100 ETHICON - SecureStrap Open 291 N% 100.Others yes ETHICON - SecureStrap 9 N% 2.4 ETHICON - SecureStrap Open 3 N% 1.0; no ETHICON - SecureStrap 371 N% 97.6 ETHICON - SecureStrap Open 288 N% 99.0.Postoperative complications: Total yes ETHICON - SecureStrap 36 N% 9.5 ETHICON - SecureStrap Open 32 N% 11.0; no ETHICON - SecureStrap 344 N% 90.5 ETHICON - SecureStrap Open 259 N % 89.0. Bleeding yes ETHICON - SecureStrap 12 N% 3.2 ETHICON - SecureStrap Open 8 N% 2.7; no ETHICON - SecureStrap 368 N% 96.8 ETHICON - SecureStrap Open 283 N% 97.3. Seroma yes ETHICON - SecureStrap 14 N% 3.7 ETHICON - SecureStrap Open 12 N% 4.1; no ETHICON - SecureStrap 366 N% 96.3 ETHICON - SecureStrap Open 279 N% 95.9. Prolonged ileus or obstruction yes ETHICON - SecureStrap 3 N % 0.8 ETHICON - SecureStrap 6 N% 2.1; no ETHICON - SecureStrap 377 N% 99.2 ETHICON - SecureStrap Open 285 N% 97.9. Bowel injury / anastomotic insufficiency yes ETHICON - SecureStrap 3 N% 0.8 ETHICON - SecureStrap Open 1 N% 0.3; no ETHICON - SecureStrap 377 N% 99.2 ETHICON - SecureStrap Open 290 N% 99.7. Wound healing disorder yes ETHICON - SecureStrap 11 N% 2.9 ETHICON - SecureStrap Open 8 N% 2.7; no ETHICON - SecureStrap 369 N% 97.1 ETHICON - SecureStrap Open 283 N% 97.3. Infection yes ETHICON - SecureStrap 6 N% 1.6 ETHICON - SecureStrap Open 2 N% 0.7; no ETHICON - SecureStrap 374 N% 98.4 ETHICON - SecureStrap Open 289 N% 99.3. Complication-related reoperations: yes ETHICON - SecureStrap 19 N% 5.0 ETHICON - SecureStrap Open 18 N % 6.2; no ETHICON - SecureStrap 361 N% 95.0 ETHICON - SecureStrap 273 N% 93.8.Recurrence, pain and complications on 5-year follow-up: Recurrence on 5-year follow-up* yes ETHICON - SecureStrap 32 N% 8.4 ETHICON - SecureStrap Open 32 N% 11.0; no ETHICON - SecureStrap 348 N% 91.6 ETHICON - SecureStrap Open 259 N% 89.0. Pain on exertion on 5-year follow-up yes ETHICON - SecureStrap 43 N% 11.3 ETHICON - SecureStrap 32 N% 11.0; no ETHICON - SecureStrap 337 N% 88.7 ETHICON - SecureStrap Open 259 N% 89.0.Pain at rest on 5-year follow-up yes ETHICON - SecureStrap 22 N% 5.8 ETHICON - SecureStrap Open 24 N% 8.2; no ETHICON - SecureStrap 358 N% 94.2 ETHICON - SecureStrap Open 267 N% 91.8. Pain requiring treatment on 5-year follow-up yes ETHICON - SecureStrap 20 N% 5.3 ETHICON - SecureStrap Open 16 N% 5.5; no ETHICON - SecureStrap 360 N% 94.7 ETHICON - SecureStrap 275 N% 94.5. Trocar hernia on 5-year follow-up yes ETHICON - SecureStrap 0 N% 0 ETHICON - SecureStrap Open 0 N% 0; no ETHICON - SecureStrap 380 N % 100 ETHICON - SecureStrap Open 291 N% 100. Secondary hemorrhage on 5-year follow-up yes ETHICON - SecureStrap 2 N% ETHICON - SecureStrap Open 0.5 N% 2 0.7; no ETHICON - SecureStrap 378 N% 99.5 ETHICON - SecureStrap Open 289 N% 99.3. Seroma on 5-year follow-up yes ETHICON - SecureStrap 9 N% 2.4 ETHICON - SecureStrap Open 8 N% 2.7; no ETHICON - SecureStrap 371 N% 97.6 ETHICON - SecureStrap Open 283 N% 97.3. Infection on 5-year follow-up yes ETHICON - SecureStrap 13 N% 3.4 ETHICON - SecureStrap Open 9 N%3.1; no ETHICON - SecureStrap 367 N% 96.6 ETHICON - SecureStrap Open 282 N% 96.9.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon Inc, or its employees that the report constitutes an admission that the product, Ethicon Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.The single complaint was reported with multiple events. There are no additional details regarding the additional events.